Manufacturer narrative:
The patient's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
It was alleged that a patient received discrepant results when testing with coaguchek vantus meter serial number (B)(6). A sample from the patient was tested using the meter, resulting in a value of 4.4 inr. Another sample from the patient was tested using the meter, resulting in a value of 3.4 inr. At 5:00 p.m., a sample from the patient was tested using the meter, resulting in a value of 3.1 inr. All measurements were performed within 1 hour. The patient's therapeutic range is 3.0 inr to 3.5 inr.